Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert for high, out of range, high voltage lead impedance. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.